Event description:
It was reported that the lens was removed from the pt's right eye intraoperatively due to capsular tear noted during the original surgery. Vitrectomy was performed and another lens of different model was implanted successfully. The pt's prognosis was reported as "doing well". Please reference MDR#: 1119279-2013-00011 for the delivery device used during the event.

Manufacturer narrative:
The lens was discarded by the facility and will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.